Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event of "found staple line failure"? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during a pulmonary segmentectomy procedure, the surgeon reported that during the procedure he found the staple line failure in one of the refills being applied to the lung. Another similar product was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54z8y. Device evaluation: the analysis results found that the tcr75 reload was received with no apparent damage, fully fired. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.